Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Vascular occlusion is a known potential adverse event addressed in the product labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reports 0.1 cc juvederm vista voluma xc treatment was injected to the right side t1. Patient experienced superficial temporal artery bleeding and embolism (embolism symptom was confirmed in the area of right forehead) the same day. Ice was provided as post-treatment. Treatment noted with hyaluronidase 4500 units provided the same day as the injection. Symptoms resolved two days later.